Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Date of event information has been updated with this report in section b3 and also updated in summary narrative in section b5.

Event description:
On (B)(6) 2021, customer reported the insulin pump quit working and had a blank display on (B)(6) 2021. Customer states that was when they discontinued pump therapy and subsequently went into diabetic ketoacidosis due to being off pump therapy for greater than 48 hours. Display did not return after pump restart. Per customer, there was no visible damage. Customer went off the pump because the pump would not turn back on, causing diabetic ketoacidosis. He tried to change the battery but could never get the display to return. He heard something "loose/rattling" in the pump when he would shake it without the reservoir inside. Helpline explained that it was normal for pump to rattle without a reservoir in pump. Customer was in the emergency room and was later admitted to the hospital on (B)(6) 2021.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device was received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, cracked select button keypad overlay, damaged display window cover, serial number label faded and peeling, scratched case, and pillowing keypad overlay. A test p-cap and reservoir was installed and did not lock in place due to broken reservoir tube lip and missing retainer. Device passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test, occlusion test, and delivery accuracy test due to broken reservoir tube lip and missing retainer. Device was monitored and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. Device was received with scratched case and pillowing keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated analysis summary by (B)(6) on april 11, 2022 retainer ring = missing. On (B)(6), 2021, the customer alleged was hospitalized for high bg, dka and blank display. Device powered up properly after battery installation. No blank display noted. The pump was received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, cracked select button keypad overlay, damaged display window cover, serial number label faded and peeling, scratched case, broken reservoir tube lip and pillowing keypad overlay. A test p-cap and reservoir was installed and did not lock in place due to missing retainer. Thus and carelink software was utilized and downloaded trace/history files properly. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further full review in the pump history found no unexpected battery or alerts on the event date of may 10, 2021; however, found: low battery alert on 05/05/2021 at 05:58:00. Insert battery alarm on 05/05/2021 at 06:02:24. Power loss alarm on 05/03/2021 at 09:46:23. Replace battery now alarm on 05/03/2021 at 05:20:00 and 05:30:00 device passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement; however, unable to perform the displacement test, occlusion test, and delivery test due to missing retainer. Device was monitored and no unexpected low battery, insert battery alarm, power loss alarm, replace battery now alarm or blank display noted. Verified the battery tube power connector is properly connected to j7/pcb 1 during visual inspection. The pump was received with scratched case and pillowing keypad overlay. In summary, insulin pump passed all required testing. Unable to verify customer alleged for high bg and dka. Customer alleged not confirmed for blank display. A test p-cap and reservoir was installed and did not lock in place, unable to perform the displacement test, occlusion test, and delivery accuracy test due to missing retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer reported that display was blank currently. Insert battery alarm did not display on the insulin pump screen. Customer stated that the display did not return after insulin pump restart. The device will be returned for analysis.